Event description:
Breech in skin contact at site of return electrode due to body habitus. The patient suffered a 2nd degree burn.======================manufacturer response for 3m universal electrosurgical pad, 3m universal electrosurgical pad (per site reporter).======================what was the original intended procedure?eps, mapping, ablation.device #1is this a laboratory device or laboratory test?no.